Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm multiple pump error and pump had blank display. The customer¿s blood glucose level was 276 mg/dl at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged. The customer state that display returned after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or blank display noted during testing. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 68/49/23 alarm noted.